Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the actual device was evaluated at customer site. This is an ancillary service event. During evaluation failure code 67 was detected due to damaged central processing unit (cpu) board. The device was taken out of services, and the customer received a swapped device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flogard infusion pump was found to have failure code 67. No additional information is available.